Manufacturer narrative:
(B)(4). There was no patient contact reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that there was debris. In follow-up, it was clarified that the customer noticed debris on the optic of the intraocular lens (iol) when removing from packaging. Reportedly, there was no patient contact. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) with the reported debris was sent for analysis and identity of the debris reported. An ftir, fourier transform infrared spectroscopy, was performed. Visual examination revealed a small, light brown colored mass on the intraocular lens surface. This material was analyzed. The ftir analysis of the mass showed that the material is cellulose (ie: cotton, rayon, lint, paper, wood products, cardboard). A review of the manufacturing records for the intraocular lens was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. During the manufacturing record review no anomalies were found. The product was manufactured according to specification. The complaint related test is the cosmetic inspection performed at final inspection. At final inspection all products are subject to cosmetic inspection prior to optical testing. The in-line optical inspection data showed that the lens was within power specification. The lens met the specified cosmetic requirements. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.